Manufacturer narrative:
The customer reported that the event occurred in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified alarm due to intravenous (IV) tubing with a hole in it during therapy (dose, medication, rate, and volume unknown). It is unknown whether the tubing had the failure upon opening or if it was caused by the spectrum pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported "three occurrences where IV tubing set off a pump alarm" which was reproduced as a false upstream occlusion alarm. Air in line alarms were verified through a review of the event history log during the reported month of the event which share a failure mode with false upstream occlusion alarms of low ultrasonic readings. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection of the infusion pump did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device was found in specification in relation to the reported "a hole in the tubing was observed with multiple divots and kinks" which was observed during visual inspection of the tubing. The customer sent in a companion set from the same lot as the associated failed IV set. Utilizing the device and companion sample, over 12 liters of fluid was pumped through the set with no leak occurring. The companion set was then examined and the impressions on the tube appeared normal for the amount of fluid delivered. The reported issue could not be duplicated using a known good IV set from the same lot when pumping beyond the specified volume limit of an individual IV set. The reported issue could not be verified as a pump malfunction. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.